Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. Of ntoe, the actual model number is the 4195. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿coronary arterio-venous fistula following laser extraction of a medtronic 4105 starfix© lead from the coronary sinus.¿ [of note, per the manufacturer, the model number of the lead is 4195.] Heart lung circulation. 2016. Vol. 25; s141.

Event description:
A journal article was received which contained information regarding this patient¿s lead. The article indicated that the lead was explanted due to pocket erosion and infection due to serratia marcescens. The author also noted that the lobes of the lead had to be removed with an additional laser sheath dissection procedure. The article further reported that ¿immediately¿ after the procedure, the patient developed ¿chest pain, electrocardiogram (ECG) changes and a rise in cardiac enzymes.¿ through coronary angiography left circumflex arterial flow was seen with an associated coronary sinus pseudoaneurysm. The patient was given antibiotics and was discharged. The physician had also delayed the stent procedure to treat the pseudoaneurysm until the infection cleared. Three weeks after the system explantation, the patient "suddenly" died at home. The article noted that the autopsy "revealed the pseudoaneurysm was intact and not ruptured, but there was a previously-undiagnosed mitral paravalvular abscess." Further follow up did not yet yield any additional information and any additional information pertaining to the death has been requested and not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.